Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bilateral chocolate cystectomy on (B)(6) 2020 and an absorbable adhesion barrier was used. On the next day, the patient experienced fever and abdominal pain. On the second post-operative day, contrast-enhanced CT scanning was performed. It seemed that there was abscess formation in the abdominal cavity and/or leakage of stool. Thus, perforation on the gastrointestinal tract was suspected. The patient underwent re-operation and it was confirmed that gastrointestinal perforation had not occurred, therefore no abscess or fecal mass were found either. At the time of re-operation, the affected site was washed and the product was removed. No new product was used. After re-operation, the patient was prescribed antibiotics. The progress was good and the patient was discharged. No additional information is available.